Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist requested that additional instrument data be obtained for further investigation but the customer refused to supply data or have data collected. The customer stated that they did not obtain any additional discordant results. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice resulting higher than the initial result and matching the clinical picture of the patient. It is unknown if the sample was repeated on the same instrument or on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.